Manufacturer narrative:
The customer returned the suspected product. The returned contour next meter was tested with the returned contour next test strips from lot # 7ffec03a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she obtained difference of 30 to 40 mg/dl between the contour next meter and another meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.